Manufacturer narrative:
Approximate age of device - 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to sepsis and septic emboli secondary to percutaneous lead (driveline) and pump pocket infection. A septic emboli were confirmed 24 hours prior to death on CT scan. The pump was operated as intended. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The heartmate ii left ventricular assist system instruction for use lists sepsis, and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii left ventricular assist system patient handbook, also provide information regarding how to prevent infection, including exit site treatment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction - inadvertently left out dates. (Patient code) - additional patient code. The manufacturer is closing its file on this event.